Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the scissors do not cut cleanly through .006 inches of latex, where the latex gets snagged at the scissor tips. One blade has an indentation at approximately .018 inches from the tip, however, both blade edges are slightly rounded at the tips negatively affecting cutting performance. Electrical continuity passed. Engineering also observed the distal end of main tube has a .006 inch long section with material removed on one side of the tube. The damaged area has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that the monopolar curved scissors instrument was not cutting. No additional info was provided. No pt harm, adverse outcome or injury was reported.